Manufacturer narrative:
The customer provided the device logs for review. No hardware faults were identified, and o2 safety valve testing confirmed no leakage. During follow-up, it was determined that the o2 settings were not configured correctly during the initial test procedure. The customer was provided clarification on proper o2 configuration and test setup. Based on log review and successful completion of calibration, the unit is operating within specifications and is suitable to return to service.

Event description:
The customer reported that the ventilator triggered a technical failure 389 alarm while performing o2 gas path test. No patient involvement.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.